Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: one open sample was received the cap was removed and the ¿fuzz¿ was discovered on the shaft of the cannula. The foreign matter was analyzed, and the foreign matter was likely skived plastic from the cap. A review of the device history record showed no defects. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI# (B)(4).

Event description:
It was reported there was foreign matter in the fluid pathway on a 18 g x 1 1/2 in. Bd¿ blunt filter needle. No medical interventions reported.